Manufacturer narrative:
Review of the logfiles for the day of treatment shows the seventh treatment during the side cut was aborted due to warning message. The warning message was shown because the vacuum value for suction two was oscillating at the lower limit. The user renewed vacuum check and continued the aborted treatment with good vacuum values without any issue. During the complete day the user renewed the energy check so all treatments were performed in the required time range and the energy was stable with no abnormalities. During an onsite visit the fse (field service engineer) was not able to duplicate customer reported event. Fse replaced vacuum controller and vacuum pump1 as a preventive measure. Fse completed system verification to specification. The root cause could not be determined conclusively. The most possible root cause for the reported problem is caused by user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported system message displayed indicating vacuum exceeds limits during a lasik flap creation. Reporter indicated ablation treatment was aborted, and only the raster pattern for the flap was performed. Additional information is requested.